Event description:
An altitude alarm was reported on the pump, preventing the customer from resuming insulin therapy due to obstructed speaker holes. There was no adverse impact on the customer's blood glucose level, with values not exceeding 500 mg/dl. Technical support advised cleaning the speaker holes and attempting to reload the cartridge, but the customer could not proceed due to repeated altitude alarms. The customer was instructed to wait two hours to allow moisture to evaporate. Technical support planned to follow up. Pump resumed normal operation.